Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. This is one of two medwatch reports being submitted as two separate events occurred with two separate devices. See 2210968-2009-00450 for the other medwatch. The same patient is represented in each medwatch.

Event description:
Customer reported that a patient underwent eye lid surgery in 2009. The suture reportedly broke later the same day; the patient was returned for surgical repair.